Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after five days of intra-aortic balloon (ia)b therapy, the console generated gas loss in iab circuit and leak in iab circuit alarms. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer noted there was a known kink found at the white ¿y¿ fitting earlier that day. The getinge representative reviewed troubleshooting from a femoral approach. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.